Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. Box h: flutter in chest allegation was missed to capture in patient outcome code grid in previous report. Patient outcome code grid was updated in this report.

Event description:
The manufacturer received information from uno legal litigation in reference to a repaired or recertified dreamstation CPAP with an allegation of respiratory tract irritation, dizziness, headache, flutter in chest, congestion and other. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Additional information was received on aug 07, 2025, and h11 should be reported as the manufacturer received information from uno legal litigation in reference to a repaired or recertified dream station CPAP previously alleged of respiratory tract irritation, dizziness, headache, flutter in chest, congestion and other. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was not observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was 2 error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. Evaluation method code grid, evaluation results code grid, component and conclusion code grid were updated.